Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clip would not reopen. The device stayed in closed position on the tissues. The device could be re-opened with difficulty and removed without injuring the tissues. Unknown how case was completed. There were no adverse consequences for the patient.